Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device was not working because the bevel gears and the glass bearings were broken. It was also observed that the device failed the check for free movement. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The assignable root cause was documented as premature wear in the initial report and has been updated to improper handling, which is user error/misuse/abuse. Device evaluation: further evaluation determined that the mechanics on the device were not functioning and defective. Furthermore, it was determined that the device was improperly used. It was determined that the device was probably used at the power limit without respecting the duty cycles or it was excessively used (not according to IFU), which caused the overheating and led to damage to the bevel gears. Therefore, the assignable root cause has been updated to improper handling, which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a surgical procedure for a tibial diaphysis fracture , it was observed after the radiolucent drive device started making a rattling noise when it was turned on without turning the cutter device. According to the reporter, corrective measures were tried but the device still did not work normally so the surgeon had to drill manually. There was a forty minute delay to the surgical procedure. It was reported that the surgery was completed successfully. It was unknown if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.